Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user intermittently experienced difficulty unlocking a colored ilet device, and at the time of contact no issue was occurring; the user confirmed the device required a firmware update after guidance to check for updates. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included triage by customer support and user education to verify device settings and initiate a firmware update. Investigation of this case revealed no active device malfunction and no alarms, with the likely contributing factor being outdated firmware associated with the user interface and touchscreen unlocking function. It was concluded, based on previously established findings for similar reports, that the cause was software-related and user interface related, mitigated by completing the firmware update.